Event description:
The user facility reported that a 27-year-old patient was implanted with an impella 5.5 device for mechanical circulatory support. Leading up to explant, it was noted that the placement signal was lost while the patient was on the operating room table. Upon removal, a significant amount of biomaterial was observed to be ingested into the inflow cage. The patient's partial thrombin time (ptt) was noted to be within normal limits. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported thrombus was completed. An image of the pump provided from the field, confirmed a significant mass of biomaterial had been ingested into the inflow cage. The pump and part of the catheter were returned for evaluation. Visual inspection of the pump confirmed a moderate amount of remaining biomaterial was found on the impeller, including biomaterial covering the optical sensor. Analysis of the data logs revealed numerous "impella position unknown" alarms several hours prior to explant. In conclusion, it was confirmed that biomaterial was observed on the pump at the time of pump removal. The biomaterial was most likely ingested by the pump during the removal process. This report is being filed as part of a retrospective review of historical records.